Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17673, 1627487-2021-17674. It was reported the patient's left s1 lead migrated. The issue was confirmed via x-rays. In turn, the patient's existing lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the devices are being reported.